Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedances and high pacing impedances. The date these out of range measurements were detected correspond to the same date the patient underwent a procedure for an atriovenous fistula where electrocautery was used however according to the physician this lead has a history of high impedances and commanded shock testing was performed in the past. As of today the lead remains in service. No adverse patient effects were reported. The patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated shoulsd further information be provided.